Manufacturer narrative:
B3: unknown; no information has been provided to date. E: reporter address (B)(6). E: full phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the problem is that error 41786 occurred when switching on the pump for the first time. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair in good condition with no physical damage found on the pump. This device has not been serviced in the past 12 months. The device was alarming at the start error code 41786. The primary problem was confirmed. The mainboard is damaged and needs to be replaced. A cost estimate was provided to customer and upon acceptance of the quote the mainboard will be replaced.